Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture iii/IV and rupture.

Event description:
Healthcare professional reported right side implant rupture. Healthcare professional later reported capsular contracture "class 4". Device has been explanted.

Event description:
Healthcare professional reported right side implant rupture. Healthcare professional later reported capsular contracture "class 4". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Rupture: observed opening assessed as fold flaw opening. Additional observations: observed stress marks on the device assessed as non penetrating nick. No further actions are required since no manufacturing issue is observed. Additional, changed, and/or corrected data: a2, a4, d3, d9, h3, h6.